Event description:
(B)(4). Same case as 2134265-2011-04484. It was reported that following a coronary artery stenting treatment procedure, the patient experienced restenosis. Lesion 1 was located in the distal left anterior descending (lad) artery with 95% stenosis and was 18 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was a long lesion located in the proximal left anterior descending artery and extending to the mid left anterior descending (lad) artery with 85% stenosis and was 20 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with direct stent placement using a 2.50 mm x 24mm and 2.50 mm x 16 mm taxus liberte stent. Following post dilatation residual stenosis was 0%. The patient was discharged 2 days later on aspirin and prasugrel. At 305 days post index procedure, the patient complained of dyspnea and breathlessness after exertion and the patient was referred for cardiac catheterization. At 314 days post index procedure, the patient underwent a coronary angiography which revealed 95% focal, in-stent restenosis of the previously placed stent. The proximal and the mid lad were treated with cutting balloon angioplasty, resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).